Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient initiated the initial drain cycle prior to having the transfer set connected to the patient line of the homechoice set. After noting this, the patient connected self to the setup. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, prophylactic antibiotics were administered as a result of this incident.